Event description:
Customer reported a patient sample with anti-e failed to react with e positive cells on 0.8% resolve panel a lot # vra220. Increased incubation time also gave a negative result. According to customer, sample in question had positive reaction with 0.8% selectogen screening cell (1+ reaction). Customer performed phenotype for sample in question and reported e-negative. Customer stated qc was acceptable. Customer does not have sample for return.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4). 3 of 5 reports.